Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for left ventricular assist device implant. Upon interrogation, it was found that the patient's right ventricular lead was exhibiting far p-wave over-sensing. It was determined that the lead had dislodged and migrated toward the atrium. Therapies were programmed off. The patient was stable.